Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar curved scissors (mcs) instrument would not move intuitively. After the surgeon used the instrument, the end would turn back on itself. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was advised that the surgeon stated, after using the mcs instrument, instead of it staying in the last position used, it would turn as far left as it could move back towards itself. Furthermore, when the surgeon would utilize the instrument again, it would move in the direction he wanted, but afterwards, would move back to the far-left position. There was no shakiness and/or friction experienced or observed during the event, and the customer denied any instrument to instrument or system arm to arm interference. Additionally, there were no observed external collisions. The surgeon was able to continue use of the instrument but did so by commanding more movement than if the instrument had stated in its last used position. There was no damage noted to the mcs instrument following the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument associated with this complaint and completed investigations. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The scissor opened and closed properly. Cut test was performed on the instrument a passed. The instrument was fully functional.